Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/15. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: during investigation, the battery compartment was observed to be cracked. The cartridge cap was unable to be fully secured and it was also found to have damaged threads. A test cartridge cap was used for all testing. The pump case was found to be cracked in the upper and lower right hand corner of the display area. Unrelated to the original complaint, the cartridge compartment was also found to be cracked in the thread area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.